Manufacturer narrative:
Date of report received: 10 jun 2019. MFR received date: 08 may 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The customer reported that they replaced the gas delivery system (gds) and the issue was resolved and unit is now back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 01may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer reported that the unit can't blow. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.